Manufacturer narrative:
Continued: (B)(4). This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient discontinued recharging their scs system approximately 6 months ago. Reportedly, the ipg would not communicate and is no longer operable. As a result, surgical intervention may be undertaken as the next course of action.

Event description:
Follow-up identified the patient underwent surgical intervention wherein the ipg was replaced with a new model. Effective stimulation was restored following the procedure resolving the issue.